Manufacturer narrative:
A ge rep evaluated the system and replaced the smart switch board. The system operates as intended.

Event description:
It was reported that the system was losing images, (data loss). There is no report of injury or death associated with the event described in this complaint.